Event description:
It was reported that during implant procedure, the leadless pacemaker exhibited high capture threshold and low pacing impedance. Upon repositioning, it was noted that the helix had become stretched. The procedure was completed using an alternate leadless pacemaker on (B)(6) 2024. There were no patient consequences.